Event description:
It was reported that during a ptca / stenting treatment procedure the maverick otw balloon ruptured at 10 atms on the fourth inflation. The number of atms reached on the initial three inflations is unknown. The lesion being treated was a calcified, 100% stenotic lesion in the mid lad coronary artery. The maverick otw balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.